Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. The reporter noted the screen was dim the day prior to the blank screen issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:the complaint of a blank display screen could not be duplicated. Investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, evaluation revealed that the contrast keypad button was intermittently responsive and requires increased force to elicit a response. The keypad was found to be intact; no peeling or lifting was observed. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.